Event description:
Information received a smiths medical cadd legacy 6400 pump was reading reservoir volume of 8 milliliters, however according to complaint the reservoir should have read 100 milliliters. The consumer of the pump receives therapy for life sustaining treatment pulmonary arterial hypertension. Strength: 5mg/ml. Dose or amount: 24ng/kg/min. Frequency: continuous. Route: IV. Event did not cause clinical injury.